Manufacturer narrative:
Initial reporter's phone #: (B)(6). Results; bd received 2 samples from the customer facility for investigation. The samples were evaluated and the customer's indicated failure mode for safety cap malfunction with the incident lot was observed. As this is a confirmed complaint, a DHR review is not required. Bd has initiated a CAPA to document further investigation and root cause(s) of this product issue. Conclusion: for hub collar separation, CAPA (B)(4) has been initiated. For safety shield separation/breakage, CAPA (B)(4) has been initiated. Refer to the CAPA for complete documentation and action plans.

Event description:
It was reported that bd vacutainer® eclipse¿ blood collection needle with pre-attached holder lost the pink safety cap. Two devices in the same lot number reported problems. One cap came loose while opening the packaging, another cap came loose when removing the green cap. No serious injury, no medical interventions. Problem was noticed before use.